Manufacturer narrative:
Evaluation summary: an evercross device was received for evaluation. The evercross was received in two pieces. The catheter fractured at proximal portion of the balloon segment. The balloon material showed a radial burst. The total length of the proximal piece of the catheter was approximately 119cm. The distal piece showed the balloon material bunched up distally and was entrapped in a snare device. The snare device was inserted in a non-medtronic sheath. The catheter was soaked in water. The snare was able to be released from the catheter and the segment was inspected. The proximal end of the catheter showed the blue catheter material buckled around/near the proximal marker band. The balloon was present; however it was bunched up at the distal end of the catheter. The balloon was pulled proximally in order to view the catheter beneath the balloon material. The distal marker band was identified. The length of the distal separated segment of the catheter was approximately 25.5cm. The total working length of both catheter segments was 144.5cm. Per product labeling the working length for this unit is 135cm. Procedure notes review: the provided procedure notes were reviewed. According to the procedure log the evercross 6 x 150mm peripheral balloon was inflated at 10 atm for 30 seconds. This was followed by a snare insertion and a cut down was performed to remove the debris. Specific details associated to the events in the log were not included the procedure notes. Per product labeling the nominal pressure is 8 atm and the rbp is 12 atm. Patient has a history of hypertension and a family history of premature cad.

Event description:
The physician intended to use an evercross pta to treat a calcified lesion in the mid left superficial femoral artery(sfa). The lesion exhibited 80% stenosis, severe calcification and severe tortuosity. Artery diameter is reported as 7mm with a lesion length of 200mm. There were no abnormalities reported in relation to anatomy. A 6f sheath and 0.014 300cm guidewire were also used during procedure. It is reported, as it was a heavily calcified vessel, the physician had to pre-dilate with a coronary pta 2.5x20 and then step up to a 4x40 balloon. Evercross went in and was inflated to 10atm. The balloon was inflated using an inflation device. A 50/50 visipaque inflation fluid was used. There was no damage noted to packaging and no issues when removing the device from the hoop/tray. The device was prepped with no issues identified. It is reported that balloon burst occurred during balloon inflation at the catheter. One inflation, to a pressure of 10atm, was applied to the device prior to the burst. The balloon would not rewrap. It is reported that the balloon detached at the shaft after deflation upon removal. Resistance was encountered when advancing the device but excessive force was not used. The device did not pass through a previously deployed stent. The device fragment was removed by snare. Once the fragment was removed they had to surgically repair the common femoral because it made a large hole when removed. They sutured the vessel in the cath lab and then took the patient to surgery to explore groin and do a better closure. The patient went to surgery to have open vascular repair and to close the common femoral vessel from fragment removal. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.